Event description:
It was reported that the user experienced recurrent low glucose events, often occurring a few hours after meal announcements while using the ilet bionic pancreas; the user reported under-announcing meals due to concern for hypoglycemia, and coaching was provided on what, when, and how much to announce, along with guidance to avoid eating to counteract algorithm actions. Symptoms included hypoglycemia, reaching 39 mg/dl, accompanied by fatigue and shaking/ tremors. Outcomes included self-treatment with oral glucose. Investigation included review of device data and user education on meal announcement practices and system use. Investigation of this case revealed a pattern of gradual postprandial glucose decline temporally associated with under-announced meals and behaviors that interfered with algorithmic dosing. It was concluded that user behavior related to meal announcement and corrective eating contributed to hypoglycemia, and education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.